Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information revealed the dislodgement was determined through fluoroscopy and there was high pacing thresholds noted. A revision was performed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.